Event description:
It was reported to boston scientific corporation that the physician had to extract an implanted advantage mid-urethral sling. The pt returned with extrusion and severe leg pain. The physician experienced difficulty extracting the sling because of cell in growth and collagen formation in the white mesh.

Manufacturer narrative:
Since the device was not returned for evaluation, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.